Event description:
It was reported on behalf of the customer that following the process of reaming for the lag screw the surgeon removed the drill to find the tip had allegedly broken off and remained in the bone. The tip was successfully removed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: product inquiry states the lag screw step drill gamma3 to be the subject product. No further associated product was reported. A review of the manufacturing documents revealed no deviation for the returned instrument. Further, the item was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2008) we pre-suppose that the lag screw step drill had fulfilled its tasks in former surgeries as intended without problems reported. Appearance of damage at the cutting edges suggests that the device had been in significant contact to a hard (metal) object during drilling; it cannot be excluded, that the drill had contact to the nail during drilling. The (remaining) cutting edges are in very bad condition, they are significantly damaged. The drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. Appearance of the (brittle) breakage surfaces suggests that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the step drill. It cannot be excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. Evaluation revealed that the root cause of the damage found is not linked to a deficiency of the device but is rather related to misuse (using a blunt drill) by the user.

Event description:
It was reported on behalf of the customer that following the process of reaming for the lag screw the surgeon removed the drill to find the tip had allegedly broken off and remained in the bone. The the tip was successfully removed.